Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. Upon receiving updated information on the actually component damaged the event was determined to be reportable.

Event description:
It was reported that: "when we opened the package we noticed that the guide wire was bent. No clinical consequences, we used another guide wire.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a bent guide wire was confirmed. One guide wire, advancer tube and lidstock were returned. The cap was missing from the advancer tube. The tray and packaging materials were not returned. The returned guide wire was visually examined without magnification. The guide wire was kinked 4.5 cm from the j-tip bend. A manual tug test determined that both welds were intact. The guide wire graphic specifies a length of 454 +/- 4 mm and an outside diameter of .788/.826 mm. The guide wire length was found to be consistent with the graphic. The outside diameter measured .795 mm, which also met specifications. It was not reported whether or not the cap was present when the kit was opened. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a complete sample including the guide wire cap and tray/packaging materials. No further action will be taken.